Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. There was no indication that a reagent issue contributed to the event. It was not confirmed if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample handling issue and an instrument issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient= 0.086 ng/ml vs. Expected 0.016 ng/ml) processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).